Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use from (B)(6) 2017. The excor blood pump was exchanged on (B)(6) 2017 upon improvement of the patient's condition. The exchange was performed by trained clinical personnel at the clinic without complications. The patient was not negatively influenced by the event and is currently doing well. The manufacturer of the blood pump, berlin heart (B)(4) evaluated the pump. During the initial visual inspection of the blood pump, it appeared that material was protruding from the de-airing port into the blood chamber. Berlin heart clinical affairs had recommended a preventive exchange of the affected blood pump based on the similar appearance visible in the pictures provided by the site. For further investigation, the pump was disassembled to allow a direct view of the exit port of the de-airing channel into the blood chamber. The blood pump was analyzed microscopically, and it was found that there was no material protruding from the de-airing port. The trocar needle, which is used in the blood pump priming process, needs to puncture through silicone material in the de-airing port and polyurethane material of the pump housing to enter into the blood chamber. Due to an optical illusion, the channel created in the polyurethane material during insertion of the trocar needle can be seen through the pump housing as a piece of material attached to the de-airing port. The affected blood pump has no defect. This is a rare optical anomaly of the puncture channel of the de-airing needle.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). The excor blood pump, s/n (B)(4) is in use from (B)(6) 2017 to present. We have reviewed the production records of the excor blood pump s/n (B)(4)\. This pump was produced according to our specification. Upon review of the picture and video material provided by the site, (B)(4) clinical affairs personnel determined that the material was a section of the de-airing port that was punctuated by the de-airing trocar during insertion, and penetrated into the blood chamber. It is highly probable that this occurred because the trocar was rotated during insertion. However, the pump in question has not yet been exchanged by the clinic due to poor general condition of the patient, unrelated to this incident. The site is waiting for patient condition to be improved to perform pump replacement. According to our distributor, there is no change in the appearance of the pump, or signs of thrombus around the foreign substance. The affected pump continues to provide adequate support to the patient. Further investigation is pending upon receipt of the affected blood pump.

Event description:
The manufacturer, berlin heart (B)(4) was contacted by the (B)(4) distributor to report a foreign substance protruding through the de-airing port into the blood chamber of an excor blood pump of a patient supported in the lvad configuration. The clinic provided pictures and videos describing the event. Upon review of the picture and video material, berlin heart clinical affairs personnel recommended immediate exchange of the blood pump. The pump in question has not yet been exchanged by the clinic due to poor general condition of the patient.